Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering when on she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 'a few months' prior to contacting lfs, the alleged issue first occurred. The patient reported using a combination of medications including metformin (unknown dose) and 'librite' 4 tablets at night. The patient reported taking her usual dose of medication on the day of the alleged issue. The patient reported a few weeks later, she developed symptoms of feeling 'cold, clammy and lightheaded.' The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting the cca noted there was no misuse of the meter and this was not the first time the meter had been used. When a new test strip was inserted, the meter did not turn on. The patient was found to be using the correct test strips. When the power button was pressed, the meter did not turn on. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test, therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.